Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential oversensing. The patient went into the clinic to have the s-ICD interrogated, and the field representative reported interrogation difficulties. Technical services (ts) was contacted, and ts discussed the reasons for the interrogation difficulties and helped with troubleshooting. The s-ICD system remains in service. No adverse patient effects were reported.